Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The issue was resolved when the customer, with assistance from technical support, reloaded the same cartridge.